Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. During troubleshooting with technical support, the pump was reset and the malfunction alarm was cleared; subsequently, a minimum fill notification occurred during the load sequence. Customer reloaded the cartridge and a cartridge change error occurred. It was found that the cartridge was leaking from the o-ring. Customer loaded a new cartridge and resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.